Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product issue. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported dyspnea and tricuspid regurgitation are the result of the slda. The patient effects of dyspnea and tricuspid regurgitation are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip IFU, intended use section states: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". In this case, the device was used for a tricuspid valve procedure, which is considered an off-label use of the device. The use of the device in the tricuspid valve may have contributed to the slda. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet and increased tricuspid regurgitation. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted, reducing tr to 1. Three days post procedure the patient experienced dyspnea and transthoracic echocardiogram (tte) performed noted both clips had detached from the septal leaflet (single leaflet device attachment (slda)) and remained attached to the anterior leaflet. The tr increased to 4. No additional information was provided.